Event description:
It was reported that the patient presented in the hospital with episodes of lead noise. Upon interrogation the rv lead would not capture at max output. The lead noise was reproducible. High pacing impedance was observed. The defibrillator was disabled and the device was reprogrammed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.